Manufacturer narrative:
Further inspection of the returned device confirmed a leak at the biopsy channel due to an internal cut. The bending section rubber glue was found cracked. The screw hole on the objective lens of the scope is missing glue. An additional leak was noted at the scope¿s air/water channel. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly

Event description:
The customer reported that during reprocessing an internal leak was noted on the scope. There was no patient involvement reported. The device was returned for evaluation and found the forceps cover glue peeling and the probe unit loose. This is considered to be a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the forceps cover glue peeling was due to stress or user¿s handling. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.